Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of urinary tract infection (uti) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient developed a uti. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, the patient was treated with loading dose intraperitoneal (ip) injections of reflin 500gm and fortum 1gm. On the same day, the patient began treatment with continuing ip injections of heparin 1000 iu 3 times per day. At the time of this report, the patient remained hospitalized. The outcome of the event of peritonitis was unknown and the outcome of the uti was not reported. The root cause of the peritonitis was due to the uti. The dianeal therapy was ongoing.